Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedances measuring 157 ohms. It was noted there was no observations of noise. Technical services discussed possible causes and lead troubleshooting. The plan is to bring the patient in to be evaluated. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).